Event description:
It was reported that pt had fusion at l5-s1 with interbody fusion device, infuse bone graft, and local bone graft. Pt also had instrumented posterolateral fusion l1-sacrum with infuse bone graft and local bone graft placed in gutters. Approx 1 month post op, a cyst-like formation/collection of fluid was reportedly found in the lateral recess at l5-s1, causing pressure against nerve root. The doctor indicated that a revision surgery is being considered. It has not been established that the use of infuse bone graft caused has not been established that the use of infuse bone graft caused or contributed to the development of the cyst-like formation/collection of fluid; however, co is reporting this out of an abundance of caution.